Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip opening during establishing final arm angle. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. During deployment, the clip opened to about 60 degrees while establishing final arm angle (efaa). The clip was closed, unlocked and re-locked, but it failed efaa again. The clip was removed, and a replacement clip was used to complete the procedure. Two clips were implanted, reducing mr to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.